Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the ceramic liner broke during surgery. The patient underwent total hip arthroplasty in the hospital on (B)(6) 2025 due to "femoral neck fracture". The liner was implanted during the surgery. During the implantation, the edge of liner was fractured. The surgeon immediately used the tool to remove all fragments (the specific process was unknown). After confirming that no foreign body remained, a new liner was replaced to continue the surgery. The subsequent surgical operation went smoothly. The surgery time was extended about 10 minutes during this time, and the acetabular cup was not removed due to no problem found. This event did not cause any other harm to the patient except for the prolonged operation time. The patient was in stable condition currently. No subsequent adverse event report was received.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by j&j medtech, or its employees that the report constitutes an admission that the product, j&j medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: liner breakage intra-op. It was reported that the ceramic liner broke during surgery, then all the fragments were retrieved and cleared. Changed another liner to complete the surgery. The patient was in stable condition now. The product returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device along with a manufacturing investigation performed by supplier. Visual inspection of the returned sample revealed that the delta cer insert 32id x 50od shows signs of multiple fractures. Not all the fracture fragments were returned for evaluation. Metal transfer of erratic appearance can be found on the liner. In case of symmetrical, and therefore correct, taper fit between the ceramic liner and the metal cup, metal transfer patterns (primary metal transfer) are expected over the whole circumference on the taper top and the taper center of the liner. The liner does not exhibit such patterns. Additionally, intensive metal transfer can be found on the transition of the taper bottom and the back track. This metal transfer indicates a tilted position of the liner during the impaction. The rim of the liner is chipped. Next to the fracture surface, metal transfer can be found which indicates small areas of intensive contact between the ceramic liner and the metal cup. Therefore, it is assumed that the liner fractures due to a point of load caused by a misaligned position of the liner in the metal cup. A manufacturing record evaluation was performed for the finished device [121882750/ 4489294] number, and no non-conformance's / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors. However, in support of the evaluation performed, the observed damage of the delta cer insert 32id x 50od may have been caused by a misalignment during the process of positioning the liner into the metal cup. Consideration must be given to all potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the delta cer insert 32id x 50od would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [121882750/ 4489294] number, and no non-conformance's / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device [121882750/ 4489294] number, and no non-conformance's / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect.